Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that "since she moved in (B)(6) 2019", patient started having to charge the ins 2-3x a week instead of once a week and she used to feel stim in her legs and now she didn't. She had no falls or trauma. There were no changed to the programming. No further complications were reported.